Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date in 2015 a patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg) tube placement. On (B)(6) 2015 the patient was started on duodopa therapy. On (B)(6) 2016 while replacing a blocked j tube a stoma site infection was identified. The physician prescribed klamoks (amoxicillin + clavulanic acid) 1000 mg. 2x1 tablet (po) and bactroban (mupirocin) pomad 3x1 (transdermal) to treat the infection.